Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 155mg/dl. The customer states they tried to clear it but cannot. Troubleshooting was done. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.